Manufacturer narrative:
(B)(4). Unable to verify due to critical pump error. Pump received with a critical pump error and multiple sequential pump error alarm in the pump history due to software error. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose 25.7 mmol/l and 18 mmol/l. Customer was treated with manual injection. Customer was experienced symptoms like vomiting and abdominal pain. The insulin pump will be returned for analysis.